Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that about 3 months prior to calling ascensia diabetes care, she obtained a blood glucose reading on the contour next link 2.4 meter, which was 200 mg/dl higher compared to that obtained with the laboratory testing. The readings were compared within one minute. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.